Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the omnipod 5 system was delivering insulin when glucose was low, including instances at or below 4.1 mmol/l (74 mg/dl). The patient stated the issue has occurred "about ten times and at least five seizure events" requiring ambulance transport and a hospital emergency room (ER) visit, with a diagnosis of hypoglycemic seizures and treatment with antiepileptic medication. The patient had blood glucose values at 3.8 mmol/l (68 mg/dl) and 2.6 mmol/l (47 mg/dl) at different incidents, however the exact blood glucose level for this incident was not provided. Additional information was provided by the patient on (B)(6) 2026. The patient indicated the emergency room visit reported was not related to the omnipod. The patient did not provide further information on the incidents, what may have contributed to the events or any diagnosis. The exact date of the incident is unknown. This incident is being reported out of an abundance of caution. This is case 3 of 5 (insulet reference number (B)(4)).